Manufacturer narrative:
D9: 05-may-2025. H3: one used administration set was received with no visible damage or anomalies. Functional testing was performed with the product and no leakage or alarms were observed. The customer reported occlusion could not be duplicated or confirmed. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Possible lot numbers are 6037642, 6061474. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a client called and stated that cadd pump was alarming (cadd administration set (94'', spike, 0.2 ¿m filter, coiled tube) for an occlusion, and a leak was observed in the line near the cartridge insertion point. Staff replaced the tubing and restarted the pump; however, by 14:35, it was beyond the window to administer the 13:30 IV medication dose. As a result, the client missed most of that dose. There was a patient involvement, no patient injury was reported.